Manufacturer narrative:
The initial MDR 2432235-2017-00406 was filed on july 03, 2017. Additional information (08/07/2017): upon further investigation, it was determined that the parameter disk that was received and installed with the instrument from the OEM manufacturer, contained parameters specific to the system and additional settings that are not a part of the xl series software that is specific to siemens. The OEM manufacturer does not use the xl software. The settings provided in this installation were from the factory specific disk and the step to version up to update to the xl series parameters was not performed. Therefore, the settings for liquid level sense and sampling were not updated to the parameters needed for the xl series software. The parameter settings have been corrected.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse verified the alignments for all probes. The cse adjusted reagent probe 1, sample probe and sample dilution probe. The cse washed the reaction tray washer lines and cleaned all probes and mixer rods. The cse performed another wash procedure and replaced the sample probe. Quality controls (qc) were run, resulting within acceptable range. Precision testing was performed with a patient sample, and all results were consistent. The cause of the discordant, falsely low results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low gamma glutamyl transferae (ggt), alkaline phosphatase (alp_2c), and carbon dioxide (co2) results were obtained on one patient sample on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on an alternate advia 1800 instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low results.